Event description:
Procedure type: colpopexy. According to the reporter: endostitch was used in the procedure and the needle has broken off and could not be located. The patient is in a lot of pain and is claiming that this is a result of the needle that was broken and left inside the patient.

Manufacturer narrative:
(B)(4).